Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a demonstration on a cadaver. The stapler was fired on the tissue and left all six rows of staples but did not cut the tissue. No patient involved.